Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 83 and blood glucose was 55 mg/dl. Customer reported of not being aware that threshold suspend would suspend bolus delivery and blood glucose elevated to 300 mg/dl which customer treated. Customer was educated on threshold suspend. Customer declined further assistance.